Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Caller was guided through a pump reset by technical support, and after the reset, the cgm error code did not reappear. The customer successfully started their sensor session.